Event description:
The hcp reported that the pump was explanted and replaced due to a device recall. The implant duration was 83 months. The patient did not have any symptoms associated with the event. The device was not returned to the manufacturer for analysis. The patient recovered with sequela.